Event description:
The complainant reported the 66-year-old male patient was on impella cp support due to an acute myocardial infarction / cardiogenic shock (ami/cgs) and during the impella implant, the patient had ventricular fibrillation (vf). The patient was shocked and returned to baseline rhythm. Additionally, there were placement signal issues with suction alarms. The pump was repositioned and the waveform was still significantly lower. Audio was disabled. Furthermore, the physician opted to leave the impella deep and to not reposition the pump further due to the device wanting to pop out of the left ventricle.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The pump and purge cassette were returned for investigation. Upon investigating the pump, no abnormalities were observed; there was no biomaterial found around the impeller blades or on the sensor, no catheter or cannula kinks, or any bond failure issues. There were no broken connector pins, the optical bench parameters were within spec, and the pump passed the laser continuity test. The pump was also subject to uson pressure testing, and behaved normally, with the pump reacting to pressure changes and increasing placement signal values accordingly. However, it was observed that the placement signal reading was lower than the actual pressure inside the pressure chamber. No imc logs were returned to verify the g0 value during the case. Data logs (lt and rt logs) were returned for analysis. It was seen that there were impella position in ventricle alarms around 1pm on 1 october 2024, which corresponded with abrupt rise in placement signal values. Both resolved around 1:40pm. Placement signal low alarms which started around 6am on 1 october 2024 got resolved around the same time as the impella position in ventricle alarm. There were suction alarms throughout the case. The 5s optical parameters did not show any abnormal trends and remained largely stable throughout the case. Rt logs around the time the impella position in ventricle alarms triggered showed placement signal and lvp waveforms which followed no known pattern and were unable to be determined. Clinical details revealed that the patient suffered from ventricular fibrillation once and was shocked successfully to baseline rhythm. The pump was positioned under echo post patient movement and waveforms were still significantly lower with suction alarms noted. Echo on the next day of pump implant showed that the placement was deep inside the ventricle, but the decision was made to leave it at 4.1 cm inside the left ventricle owing to the device having a tendency to pop out of the left ventricle. Vf/vt/af/at: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Optical signal issue: the root cause of the optical signal issue was not determined due to inconclusive evidence from the product evaluation, data logs analysis, and clinical details. Positioning issues: there wasn't sufficient conclusive evidence to determine what caused the tendency of the pump to pop out of the left ventricle due to which it had to be placed deeper; whether the device was placed too deep because of the anatomy of the patient or if the pump wasn't secured properly in the left ventricle. The root cause of the positioning issue was not determined due to lack of sufficient clinical details. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.